Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 2.75mm x 10 mm flextome cutting balloon was selected for use. During procedure, dilatation was performed on the lesion area; however, it was noted that the balloon ruptured at 8atm. The procedure was completed with a 3.00mm x 10mm flextome cutting balloon. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned device was attached to an encore inflation unit. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole approximately 1mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues. Visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface and no kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 2.75mm x 10 mm flextome cutting balloon was selected for use. During procedure, dilatation was performed on the lesion area; however, it was noted that the balloon ruptured at 8atm. The procedure was completed with a 3.00mm x 10mm flextome cutting balloon. No patient complications were reported and patient's status was good.